Event description:
The account stated, that discrepant architect i2000 ca 19-9xr results were generated for one patient. Architect ca-19-9xr results were 818 and 1128 u/ml. The aia ca 19-9 method generated a result of 17.1 u/ml for the same patient sample. Sample from the patient was sent to two other facilities (methods not provided) and the results were 88.1 and 251 u/ml. The customer suspects that the architect 12000 results are falsely elevated. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.